Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 105 units while caller expected 240 units and gauge value remaining static from a previous day. There was no reported impact to the customer¿s blood glucose level. Customer continued using pump until insulin amount reached 105 units and then decreased normally, and technical support explained that this behavior could occur due to large differences in measured pressures used to calculate remaining insulin, provided required counseling regarding insulin type, and customer acknowledged and understood the explanation.